Manufacturer narrative:
(B)(4).

Event description:
Received info the pt's ins turned off after having a CT scan in (B)(6) 2010 for an unrelated medical procedure. Pt is fine and has not had to use the device for pain control since (B)(6) but is keeping the device recharged even though he isn't using it.